Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following-up at the site, was unable to replicate the issue. Several successful surgeries have been completed with this navigation system with zero issues. Software investigation completed. Unable to determine root cause as reported behavior cannot be replicated.

Event description:
A medtronic representative reported that, while in an ent procedure, the software became unresponsive during navigation. No specific details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.